Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted due to the helix that was having a hard time retracting. No adverse patient effects were reported.